Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa excel stopped working during surgery. The product was in contact with the patient, but there was no patient injury or death involved with this complaint. Additional clinical information has been requested.